Event description:
Approx 2 hrs into pt treatment, prisma system model 018080001d, began displaying excess fluid removal alarm. Dialysis tech called for assist. Suddenly, and with a loud pop, the purple return line of the m100 pre-dilution set broke apart and blood sprayed on dialysis tech and other treatment tech. The break in the tubing line was distal to the pt and proximal to the bag. At the blue dual disk device right before the tubing clamp. Dialysis tech also reported blood had backed up into the replacement fluid bag. The set was changed out immediately. The pt's condition reported to be stable at the time of this report. Dialysis tech did say that test results not back yet on the lab work sent on behalf of this pt treatment incident. She estimated blood loss to be about 100 cc's. In regards to the excess wt removal alarm, she said they had programmed the treatment at 130 in 3 hr.